Event description:
Information received indicates fluid ingress into the mattress due to the separation of the ticking.

Manufacturer narrative:
The technician replaced the mattress to repair the bed.